Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to the insufficient reprocessing of the nozzle at the hospital. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. A/w nozzle clogged. This complaint was submitted to late from the service technician. No further details available.